Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the low profile balloon catheter training sessions, there was water leakage from the coiled-wire shaft. There was no patient contact during the training sessions.